Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient status post fall with evidence of deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in good position. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. Pre-procedure venous duplex demonstrated deep vein thrombosis and the decision was made to abort filter retrieval; no attempt was made to retrieve the filter. Approximately five months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular and right common femoral vein were accessed and angiographic examination demonstrated a tilted filter with multiple limbs extending beyond the caval wall. Multiple attempts to retrieve the filter were unsuccessful. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with limbs protruding outside the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device wasnot provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient status post fall with evidence of deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in good position. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. Pre-procedure venous duplex demonstrated deep vein thrombosis and the decision was made to abort filter retrieval; no attempt was made to retrieve the filter. Approximately five months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular and right common femoral vein were accessed and angiographic examination demonstrated a tilted filter with multiple limbs extending beyond the caval wall. Multiple attempts to retrieve the filter were unsuccessful. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with limbs protruding outside the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be reviewed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were provided. Approximately six months post deployment, the angiographic examination revealed a quite tilted filter with a number of the filter legs protruding outside the ivc wall. The uppermost part of the filter was also, at least in part, tilting against the vessel wall, and may be also protruding outside the vessel wall. Multiple attempts were made to retrieve the filter which were unsuccessful. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties per medical records. Per image review, the ivc filter was deployed at the level of l2-l3 disc space. The filter was tilted and four of the filter limbs were projecting beyond the wall of the ivc. The investigation is confirmed for the filter tilt and perforation of the ivc wall. ER the medical records, there were multiple unsuccessful retrieval attempts due to the filter being tilted within the ivc. It is unknown how the filter became tilted or allegedly perforated the ivc wall. The definitive root cause for the reported event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post fall with evidence of deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and angiographic examination identified the origins of the renal veins and good ivc diameter. The filter was successfully deployed in excellent position. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. Pre-procedure venous duplex demonstrated thrombosis of the iliac vein and it was elected to abort filter retrieval; no attempt was made to retrieve the filter. CT scan of the abdomen demonstrated the filter in good position without evidence of ivc puncture by the filter or any other complication. Approximately five months post filter deployment, repeat venous duplex scans were negative for deep vein thrombosis and the patient was scheduled for filter retrieval. The right internal jugular vein and right common femoral vein were accessed and angiographic examination of the inferior vena cava demonstrated a tilted filter with multiple limbs extending beyond the caval wall. Multiple attempts to retrieve the filter were unsuccessful. A pta balloon was advanced to the most proximal segment of the filter and multiple inflations were performed without movement of the filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Approximately five months post filter deployment, repeat venous duplex scans were negative for deep vein thrombosis and the patient was scheduled for filter retrieval. An angiographic examination of the inferior vena cava demonstrated a tilted filter with multiple limbs extending beyond the caval wall. Multiple attempts to retrieve the filter were unsuccessful. A pta balloon was advanced to the most proximal segment of the filter and multiple inflations were performed without movement of the filter. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted or allegedly perforated the ivc wall. The definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Only use the recovery cone® removal system to remove the g2 filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient status post fall with evidence of deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in good position. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. Pre-procedure venous duplex demonstrated deep vein thrombosis and the decision was made to abort filter retrieval; no attempt was made to retrieve the filter. Approximately five months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular and right common femoral vein were accessed and angiographic examination demonstrated a tilted filter with multiple limbs extending beyond the caval wall. Multiple attempts to retrieve the filter were unsuccessful. No additional information was provided in the medical records received.